Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately high and low results compared to his feelings and normal results. The complaint was classified based on the customer care advocate (cca) documentation. In (B)(6) 2012, the patient reported obtaining readings of "106, 135, 122, 127, 114, 131mg/dl" on his lfs meter, obtained greater than 30 minutes from one another. The patient reported using self adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported developing symptoms of "sweating and nervous" a couple days later after the alleged issue started. The patient reported in (B)(6) and (B)(6) 2012, he was seen by his doctor for an office visit, and he was given glucose tablets. It is unknown if there were any blood glucose readings on these visits prior to the treatment. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, and the patient's test strips were in good condition. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he developed symptoms suggestive of hypoglycemia and was treated by a healthcare professional due to the alleged issue.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.